Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. The external visual inspection revealed the electrode was damaged along the lead and near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the array. These are believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The residual gas analysis revealed nitrogen levels above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.

Event description:
The recipient is reportedly experiencing pain and overly loud sound with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted.